Manufacturer narrative:
Depuy spine has requested the return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports revision surgery was performed due to degenerative discopathy with the breakage of the isola transverse connector. The device was implanted in 2007. The explant date is unknown.